Event description:
It was reported that the patient experienced a shocking sensation following a revision that occurred 4-5 weeks ago. The revision surgery was performed to move the implantable neurostimulator (ins) from the patient's belt line to 8" higher because it was causing pain in its previous position. When the patient turned his stimulation up, he felt a jolt at the ins pocket site. The patient stated this happened whenever he hyperextends himself or "gets straightened out." It was noted that the ins was now placed on his left side, 6" up from the small of the back. The patient stated that his physician put his hand over the ins and said he could feel the ins "vibrating." There were no falls or trauma associated with the complaint and no x-rays or testing had been performed. The shocking stopped when the device was turned off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).